Event description:
The customer reported via phone call that the insulin pump alarmed motor error during the rewind process. The blood glucose reading in the morning was 105 mg/dl and the current reading was 180 mg/dl. The customer stated that they disconnected form the insulin pump because the had a low reservoir and left it in the car while they went to the store. The customer was assisted with clearing the alarm and they were able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit was unable to prime during the prime/compromised forced sensor test due to protruded/loose drive support disk. The insulin pump did not have a motor error alarm. The motor passed the motor test. The insulin pump had minor scratches on the lcd window, cracked case near display window corner, broken belt clip slot, and a cracked reservoir tube lip.